Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 484 mg/dl. The customer was assisted with troubleshooting and customer mother declined for high blood glucose. Customer stated that in the past week she had to change her site due to no deliveries 4 times. Customer states the cannula was bent. The insulin pump will not be returned for analysis.